Event description:
It was reported that smoke was coming from the remote monitor and it smelled like burnt rubber. The monitor is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed and found smoke and smelling like burnt rubber could not be confirmed. The monitor was stuck on the logo screen without loading dot during boot up, the rpm check failed and error codes were found in the final analysis log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.